Manufacturer narrative:
(B)(4). The reported complaint for "backflow of blood into helium line" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "on saturday patient went to cath lab for angiography of coronary arteries. Cardiologist inserted iab via right femoral artery, difficulty was experienced with insertion through the sheath but iab cath and sheath was removed a minute or 2 later after backflow of blood into helium line noticed by cardiologist and clin tech which indicated balloon perforation. Patient was taken to theatre where CABG was done after which the patient went to ICU. Perfusionist advise pressures was low post op, anaesthetist insisted iabp be inserted. 2nd iabp placement procedure was done in ICU by cardio thoracic surgeon. Sheath was inserted easily into left femoral artery. Resistance was felt with insertion of catheter balloon via the sheath; sheath was removed and iab placed sheathless without resistance felt by surgeon. The iabp was used for 15 minutes before the patient passed away". Please see associated MDR# 3010532612-2025-00352.

Event description:
It was reported that "on saturday patient went to cath lab for angiography of coronary arteries. Cardiologist inserted iab via right femoral artery, difficulty was experienced with insertion through the sheath but iab cath and sheath was removed a minute or 2 later after backflow of blood into helium line noticed by cardiologist and clin tech which indicated balloon perforation. Patient was taken to theatre where CABG was done after which the patient went to ICU. Perfusionist advise pressures was low post op, anaesthetist insisted iabp be inserted. 2nd iabp placement procedure was done in ICU by cardio thorasic surgeon. Sheath was inserted easily into left femoral artery. Resistance was felt with insertion of catheter balloon via the sheath; sheath was removed and iab placed sheathless without resistance felt by surgeon. The iabp was used for 15minutes before the patient passed away". Please see associated MDR# 3010532612-2025-00352.

Manufacturer narrative:
(B)(4).